Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced the high levels between 20 mmol/l (360 mg/dl) and 26 mmol/l (468 mg/dl), which registered as "high" (> 27.8 mmol/l) (> 500 mg/dl) on the dexcom g6. This occurred while using three pods in a row. During this time, ketone levels increased, reaching 2.8 mmol/l. The patient then applied a fourth pod, after which the blood glucose levels began to decrease. At this point, the patient felt sick and confused. Despite the new pod, ketone levels remained very high. The patient was taken to the emergency room, where they remained for four hours, during which ketones and bg levels were monitored.